Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 06/23/2016. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was received without the power cord; however, during troubleshooting the power cord was able to power the handheld which was indicated by the orange charging indicator when the handheld was plugged into a power outlet. Analysis of the software was completed on 06/23/2016. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld will not power on. The company representative went to troubleshoot the device and the orange power light illuminates when the handheld is plugged into an electrical outlet. The screen lock was ensured to be unlocked. The issue did not resolve with troubleshooting. A new programming tablet was provided. The handheld has not been received for analysis to date.